Event description:
On (B)(6) 2016, a 21mm trifecta valve was implanted in a (B)(6) female. In (B)(6) 2018, the patient presented with symptoms of fatigue and chest discomfort. An echo was performed and revealed aortic regurgitation. The physician suspects the event may be related to the implant procedure performed by another physician; however, the cause could not be determined when considering recent cases of structural valve deterioration (svd). On (B)(6) 2019, the valve was explanted and a 21mm avalus valve (mdt) was implanted. The physician reported difficulty removing the device from the patient and elected to use a medical instrument to manipulate the stent post of the valve for removal. The physician notes that no pressure was applied to the other stent posts of the valve. Upon explant, a large tear was observed between the lcc/rcc commissure extending to the middle of the rcc nadir.

Event description:
On (B)(6) 2016, a 21mm trifecta valve was implanted in a 75 year old female. In (B)(6) 2018, the patient presented with symptoms of fatigue and chest discomfort. An echo was performed and revealed aortic regurgitation. The physician suspects the event may be related to the implant procedure performed by another physician; however, the cause could not be determined when considering recent cases of structural valve deterioration (svd). On (B)(6) 2019, the valve was explanted and a 21mm avalus valve (mdt) was implanted. The physician reported difficulty removing the device from the patient and elected to use a medical instrument to manipulate the stent post of the valve for removal. The physician notes that no pressure was applied to the other stent posts of the valve. Upon explant, a large tear was observed between the lcc/rcc commissure extending to the middle of the rcc nadir.

Manufacturer narrative:
Explant due to aortic regurgitation was reported. The tear noted at explant was confirmed. Leaflets 1 and 2 were torn. There was a fold in leaflet 1 which may have contributed to incomplete coaptation. Leaflet 1 also had fibrous thickening and focal fibrous pannus on the outflow surface. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined;however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. In addition, per the site the physician had difficulties explanting the valve, making it difficult to determine the extent of the damage prior to explant.